Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's display went blank when pads were connected to the patient. It was reported that the alleged failure was observed during patient use. There was a reported delay in patient care. A second unit was used to resume care to the patient. The patient was transferred and is in a good condition as reported by the customer.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca.